Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used advance 18 lp low profile balloon catheter was examined. No non-conformances were noted to the catheter tubing, hub or strain relief. A pin hole was noted in the balloon. The pinhole was noted approximately 6.5cm from the distal end. The device length and balloon length both measured within specifications. A document-based investigation was performed. Review of the device history record of the finished product shows two nonconforming events that could contribute to this failure mode; however, all nonconforming product was scrapped prior to the lot being processed as normal. There were no other reported complaints for this lot number. No information regarding preparation of the balloon or patient anatomy (tortuous of calcified), that may have contributed to the pinhole leak were provided. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Measures have been initiated to address this failure mode. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
An advance 18 lp low profile balloon catheter was used in an unspecified procedure in the superficial femoral artery. It was reported, during inflation, contrast leaked from the tip of the balloon. The balloon leak, which the physician believes to be a pinhole, was noticed prior to inflation at nominal pressure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.